Event description:
Mercury in my fillings. No previous history of the following, until 2004 after my filling began to crumble and break off, requiring dental work to repair. Began by severe abdominal, intestinal pain, burning, spasms. Progressed to vomiting, bloody, and mucousy stool problems, intestinal bleeding, and loss of 50 lbs in three and one half months. Suddenly experiencing and being diagnosed with (after 42 years of no previous history) depression and adhd. Considerable short-term memory loss, difficulty concentrating, frequent twitching and spasms in lips and cheeks, white thick coating on tongue, large cyst-like sores on inside walls of cheeks and edges of tongue, ulcers along walls of cheeks and mouth near molars, horrible "dirty coin-money" taste in mouth, insatiable thirst, dry, sensitive mouth where even the contact with my teeth or food tore holes and rips in my mouth interior. Little red dots that turn to scabs on my head, face, arms, neck. Continuous suffering by a normally upbeat, healthy and happy female, who can feel this is killing me slowly and I can't fix it.